Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger/modem would not recognize her batteries. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not recognize a battery pack) has been confirmed. Upon evaluation, components u13 (8-bit cmos flash microcontroller) and y1 (10 mhz smd crystal) were defective. The cause of the inability to recognize the batteries was the defective u13 and y1. The root cause of the defective components could not be positively identified. No adverse event resulted from the defective components. The pt received a replacement charger/modem.